Event description:
Caller reported an incident in which the mobile system gave a blood glucose result of 12 mmol/l at a time when the customer had symptoms of hypoglycemia. The customer was tested with an unknown meter "a few minutes" later and received a result of 2.9 mmol/l. The customer was treated with glucose. No adverse event. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.